Manufacturer narrative:
Additional information: upon clarification from the customer, the device did not power down, it stopped ventilating as a result of the "runtime calibration failure - 1051" message. This is normal operation of the device when this failure occurs. Device evaluation: the device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty auto cal valve on the smart pneumatic module board. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 36 year old male patient, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed a "runtime calibration failure - 1051" message and inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.